Event description:
It was reported that the customer received a motor error alarm on the insulin pump 142 mg/dl. During troubleshooting, it was found that the insulin pump was not exposed to a strong magnetic field or magnetic resonance imaging machine. The drive support cap appeared normal. Customer was unable to rewind the insulin pump and was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to corroded motor home switch. The displacement test could not be performed, due to motor error alarm. No cosmetic damage was noted.